Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece had poor aspiration during a procedure. Manual aspiration was performed to complete the case. There was no patient harm. Additional event details have been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, an issue was determined to have been caused by the irrigation/aspiration (I/a) handpiece. The system was tested and found to meet product specifications. The system was manufactured on august 27, 2012. Based on qa assessment, the product met specifications at the time of release. No I/a handpiece was received for poor aspiration. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The system was found to meet specifications. The I/a handpiece was not returned for evaluation. Therefore, the root cause of the reported event cannot be established. (B)(4).